Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient stated her knees have been hurting. The patient stated she didn't think the knee pain was related to the stimulator and that its been bothering her for a long time, her knees have given out on her and the inside of her right knee hurts and both knees are swollen so its hard to walk. The patient stated she had gone one a trip and walked around alot and after that she had knee issues. The patient stated she had put new pain patches on yesterday and the orthopedic doctor wanted MRI of knees. Patient reported they had recent medical test or emi environmental exposure. The patient stated that she had an MRI of her head in order to check for lesions to see if the patient had ms because she wobbled/shook alot and it took 6 secs to take each step so she relied on her cane 100% of the time. The patient stated that since no lesions in the brain were found the patient doctor told her that it might be the ins that's causing the "ms" type symptoms. "Ms" type symptoms patient stated 'it started after they got the device. The patient stated that the MRI of brain and cats scans of her lumbar and thoracic had made it so the device was "souped up" like a mustang engine had been put in there. The patient stated that the medical representative turned the device back on and it "felt so good" like it never had before. The patient stated that it felt like having a motor in her knees, butt, lumbar and legs. The patient stated that the MRI made it so the stimulation felt good like it had during the trial but it still wasn't helping her because she was in pain really bad still. The patient even thought it had felt so great she had to lower the amp/frequency down because it was "too much" so that she couldn't even stand. The patient stated at higher settings/all settings the device effected her stomach and her crotch and made her super nauseous. The patient stated she was never able to have her stimulator at 100% high because of that and the representative could never control the settings on the device. The patient stated the same reps she had worked with were called back out to see if they could adjust the programming so the device was strong like it was after the patient had the MRI but they weren't able to ever get it back that way. The patient stated she had met with the lady rep 4 times to try and get it back to the way it was after the MRI but the device never helped to relieve pain. Patient/caller to follow up with hcp. The patient stated she had met with a pain management, dr. Told her the stimulator she currently has is used for lower amounts of pain and she might need a stronger stimulator put in for her high amounts of back pain. The patient stated that her implant never strong enough/didn't relieve pain the way the trial had and hadn't taken pain away at all. When patient first got implanted her "insides were swollen" from the surgery and her stomach felt like it was torn open and she had pain in her stomach and crotch. The patient stated the hcp told her she was the only person that had happened to and he didn't know why. The patient stated because of the pain from surgery they didn't turn her ins on until about a month/several weeks after implant. The patient stated she called the rep and told her that the ins didn't work like it did during the trial so the rep came out and tried to do programming on the patient but was unsuccessful and got irritated because the ins would just effect the patient stomach to where when the stimulator was on it made her nauseous. The patient stated the rep she had first met with knew how to do her job but told her there was nothing she could do with the settings and a different rep was called in to help. The patient stated the other rep told her that maybe the device wasn't working because the patient's insides were still swollen from surgery and had tried using the clinician programmer but that didn't help and the stomach was still effected. The patient stated that she has knee pain (pt confirmed not related to stimulator) but that the stimulator isn't helping with the knee pain either.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.